Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 27 minutes after starting dialysis treatment with polyflux 170h, the patient experienced slight chest tightness and dyspnea. The patient was given oxygen treatment. It was also reported that three minutes later the patient complained no relief of symptoms. Subsequently, the patient was given dexamethasone sodium phosphate (05 mg intravenously). The dialyzer was replaced and the treatment was continued with a non-baxter dialyzer. The patient's symptoms were relieved after 23 minutes. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.